Event description:
It was reported that when the inflatable penile prosthesis (ipp) device was initially implanted, the cylinders were placed outside of the corpora. During a follow up appointment, it was identified that the cylinders were about to extrude through the skin. The physician made a distal corporotomy, used some tutoplast graph, and placed the cylinders in the corporal bodies. Nothing was explanted as the device worked properly.